Event description:
It was reported via journal article: this complaint is from a literature source. The following literature cite has been reviewed: tian f, zhang j, jin k, wang y, zhang t, guo j. Propensity score-matching analysis of retrograde artery first approach pancreatosplenectomy versus radical antegrade modular pancreatosplenectomy for 'shoulder' pancreatic cancers. Surg endosc. 2025 mar;39(3):2108-2115. Doi: 10.1007/s00464-025-11560-4. Epub 2025 feb 4. Pmid: 39904792. The aim of this study is to demonstrate the safety and short term oncological outcomes of the rafaps technique in shoulder pancreatic cancer resection. Concerning the first research question, it was found that rafaps (n=39) was associ ated with a significantly less ebl and higher negative rate of the retroperitoneal margin compared to ramps (n=39). Echelon flex stapler (ees) which was used for pancreatic transection, while harmonic scalpel (ees) was used to applied to the transect pancreas. Reported complications: echelon flex (ees) harmonic scalpel (ees) rafaps (n=39) bichemical leak (n=21) treatment: not reported post-op pancreatic fistula grade b (n=7) treatment: not reported clavien-dindo iii-IV complication (n=5) treatment: not reported ramps (n=39) biochemical leaks (n=22) treatment: not reported post-op pancreatic fistula grade b (n=9) treatment: not reported in conclusions, rafaps is a safe and effective alternative to ramps for managing ¿shoulder¿ pancreatic cancers in a minimally invasive era, with decreased blood loss and favourable retroperitoneal margin.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 4/7/2026. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article; therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/16/2026 corrected data: b1, b2, h1 additional information was requested, and the following was obtained: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? -no upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.